Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the cartridge air removal step prior to filling the cartridge. Tandem technical support educated the customer to remove any residual air from the cartridge. The customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.